Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down intermittently. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the logs provided are from 1/20/26. The log confirms that the power cycle in between the two cases provided is due to a button press and is not due to a device malfunction. The device passed all testing, including testing with a battery only while attempting to match the provided logs with no observations. This included testing spo2, nibp, and ECG at a similar timing, trying to follow the button press log as close as possible with no success in reproducing the observation without pressing the power switch. The device has been replaced as a customer accommodation. No emerging trend based on similar reports.